Event description:
The homecare provider (hcp) reported the following information:in 2005, a nurse in a nursing home was filling a portable from a c41. Upon removal of the portable from the c41, liquid oxygen began to leak from the c41 quick connect. No injury occurred. The serial number of the c41 is not known.